Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was contrast and blood in the inflation lumen. The balloon was loosely. Magnified inspection revealed a longitudinal tear in the balloon wall material at the proximal end of the balloon, which was 5mm in length. The balloon material at the edges of the tear or the ro marker that could have contributed to the formation of the tear. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulty occurred. The 80% stenosed target lesion was located in the calcified and severely tortuous unspecified coronary vessel. A 8mm x 3.0mm quantum maverick was advanced but was unable to cross the lesion. No patient complications were reported and the patient status was good. Returned device analysis revealed a longitudinal balloon tear.